Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the touchscreen froze and was not responsive. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that touchscreen froze and was not responsive. The field service engineer found that the customer reported intermittent touchscreen freezing that required reboot. Fse replaced the all-in-one touchscreen. Network connectivity, date/time accuracy, and data synchronization communication were verified and the station¿s firewall was disabled to prevent communication or drawer access issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the touchscreen froze and was not responsive. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.